Event description:
It was reported that during preventive maintenance, the cs300 intra aortic balloon pump (iabp) displayed an autofill error. No patient involved

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) states, relocation to verify the anomaly. Equipment displays an autofill error. Faulty solenoid valve. Replace the drive manifold (0104-00-0018). Functional tests. Equipment suitable for clinical use.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected fields: g2.